Event description:
The roller pump was in use as a sucker connected such that it would pump from the outlet of a cardiotomy reservoir to a venous reservoir. The pt experienced significant bleeding in the chest cavity and the user tried to start the pump rotation to quickly move blood from the chest cavity, through the cardiotomy, to the venous reservoir. When the user turned the speed adjustment above zero the pump did not start rotating. The user quickly changed the tubing to a backup roller pump and the case was finished without further incident. It was reported the pt did not suffer injury. The incident was reported to the MFR in 2003, but there was no mention of the life-threatening circumstances until subsequent discussion in 2004 when the above details were provided.